Manufacturer narrative:
(B)(4) . Post market vigilance (pmv) led an evaluation one signia power handle, one signia linear adapter, and one signia power control shell opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Testing revealed the battery charge displayed on the system to be incorrect and the handle to shut off due to inadequate battery charge. The incorrect battery charge displayed is due to a mismatch between the battery firmware and the lithium ion cells in the battery. Visual and functional testing of the returned product confirmed the product did not meet quality specifications due to the incorrect firmware installed on the battery. The reported condition was confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of incorrect firmware on the battery which caused the battery charge displayed on the system to be incorrect and the handle to shut off due to inadequate battery charge. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The root cause of the observed condition was determined to be a result of a quality issue with a component obtained from a third party supplier and a product improvement has been initiated. The file will be closed as a component issue for the reported condition of display screen shut off. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a liver resection, the handle displayed a yellow swim lane for the adapter and then went black. There was no patient harm reported.